Event description:
It was reported that capture management increased right ventricular (rv) output to 5.0 v, which resulted in increased battery drain and possible early battery depletion. The rv lead threshold through the analyzer was 0.6 v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found